Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged conneector) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. Additionally the trunk connector was damaged. The root cause for the open wire and damaged connector was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged and patient was receiving a service code 204 (belt/ monitor unusable).